Event description:
It was reported that stent migration occurred. The target lesion was located in the stenosed pulmonary vein. A 7.0mmx15mmx150cm express¿ vascular sd stent was advanced through an 8.5/10f conveying sheath and completely deployed to treat the target lesion. However, when the physician withdrew the conveying sheath, the physician suspected that the stent was contacted by the sheath, resulting in the stent migrating from the pulmonary vein to the femoral artery. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).